Event description:
(B)(4). Same case as 2134265-2012-03042. It was reported that following a coronary artery stenting treatment procedure, the patient experienced a stroke and expired. The index procedure treated a 40mm long 100% stenosed portion of the obtuse marginal. Timi flow was 1 and was listed as a chronic total occlusion, no thrombus noted, and was not previously treated. The physician pre-dilated the lesion with a 2.0 x 15 mm apex balloon catheter at 10 atms. Then the physician implanted a 2.25x8mm and 2.25x32mm taxus liberte stents in an overlapping manner. A quantum apex balloon catheter was used to post-dilate the stents at a maximum pressure of 18 atms. Post interventional findings were noted to be: 0% stenosis and timi flow 3. The patient was discharged on aspirin and plavix. In (B)(6) 2011 while the patient was trying to get out of his car, he fell and hit his head. The patient went to an outlying hospital, where he was then transferred to the treating hospital for further care. The patient was unresponsive and intubated. He had a CT scan that showed a large right subdural hematoma with a midline shift. The patient had a right front to temporal parietal subdural hematoma measuring 2.6cm in maximum width causing a marked right to left midline shift measuring 2.1cm. He went to or for a craniotomy and was transferred to the ICU where his status continued to deteriorate until it was decided to make a dnr, dni and they extubated him and performed comfort measures until he expired.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).